Event description:
Chattem's icy hot heat therapy. I had the flu virus with severe joint aches and pains and used this prod to help relieve some of the pain, unfortunately, I experienced a severe burn to the side of my knee and the burn only increased my discomfort!! The burn was quite bad, and I took photos and sent them on-line to chattem. The burn lasted for several weeks, and since I had originally gone to the doctor for the flu, and too ill to get dressed and go back for the burn, I topically treated it myself. Chattem refunded me, but I have a permanent scar from their prod and feel that they did not properly handle my complaint. Thank you for your consumer concerns. Dose or amount: back/joint heat wrap. Dates of use: 2008. Diagnosis or reason for use: joint pain from the flu.